Event description:
During placement of essure coil, access sheath was discovered to have been damaged during the procedure, leaving a 0.5 cm fragment lodged in the seal and a 1 cm fragment remained in the uterus. The uterus was flushed with normal saline allowing the sheath to float freely, exiting the body cavity.